Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with a broken display was confirmed during product evaluation. This condition was caused by a defective main display. The user interface module display was replaced to correct the reported condition. This issue is being investigated through CAPA.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a broken display. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.21.00. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.